Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported certain® titanium hexed screw (iuniht) was not returned. Since product was not returned, visual/functional inspection could not be performed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implant¿ instsm rev 08/18; torque matrix - internal connection. The complainant reported a fracture of the abutment screw. The screw was removed from the implant. Based on the evaluation, the device malfunction could not be verified. However, there is no existing non- conformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. A root cause for this complaint could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
(B)(4). Product will not be returned by the cust.

Event description:
It was reported that the iunihg abutment screw fractured in the patient's mouth.